Event description:
It was reported that the external pulse generator's (epg) battery door was broken. It was noted that the battery door was unable to close. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) battery door was broken. It was observed that the battery drawer assembly apparatus was pre disassembled incorrectly. It was noted that the upper case, the keypad, the encoder assembly, all four control knobs, the encoder nuts, the output connector nuts and the hanger screw were all contaminated. It was further noted that the keypad surface was compromised, the main printed circuit board (pcb) capacitor was damaged, the main seal was pinched, six plugs incorrectly installed, a case screw was missing, five case screws were over torqued, both output connectors and the hanger were broken. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.